Manufacturer narrative:
.

Event description:
Procedure type: lap sigmoid. Patient gender: male. According to the reporter: the device did not make a complete transection, the anastomosis was torn during removal of the instrument. Sutures were used to reinforce the torn anastomosis resulting in a diverting colostomy on the patient. Operating time was extended 30 minutes. No abnormal bleeding reported. Post-operative leak occurred.